Event description:
It was reported that, during the patient's follow-up, the physician found treated episodes in which some artifacts seemed to be present. Provocative manoeuvres were performed, and some exogenous artifacts were reproduced both in the right ventricular (rv) channel and in the shock channel, especially by manipulating the can, suggesting a lack of system integrity. Subsequently, this rv lead was surgically abandoned, and the implantable cardioverter defibrillator (ICD) was explanted and replaced. No additional adverse patient effects were reported.